Event description:
It was reported that the patient passed away on (B)(6) 2021 due to septic shock. Prior to the death, escherichia coli bacteremia was present, with a locus of the surgical bed as the likely source given emphysema and fluid seen on computed tomography (CT). The patient also had shocked liver, acute kidney injury (aki), hypotension, fevers, rising lactate dehydrogenase (ldh) with supratherapeutic international normalized ratio (inr), and hypoxia. The patient then progressed to requiring continuous renal replacement therapy (crrt) ischemic changes in the bowel wall, as well as having respiratory distress that required bilevel positive airway pressure (bipap). Ultimately a large volume intracranial hemorrhage occurred with transtentorial herniation. Comfort measures were initiated and left ventricular assist device (lvad) and medical interventions were discontinued.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. In section 1 ¿introduction,¿ infection, sepsis, stroke, bleeding, renal dysfunction, and death are listed as adverse events that may be associated with the use of heartmate ii lvas. Section 6 of this IFU contains information on controlling infection in the patient care and management section. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr values, as well as the suggested anticoagulation modifications. Heartmate ii lvas patient handbook is currently available. Section 2 entitled ¿how your heart pump works¿ and section 4 entitled ¿living with the heartmate ii¿ outline care instructions in reference to preventing infection. A direct relationship between the device and the reported sepsis due to bacteremia, hemorrhagic stroke, acute kidney injury, and patient conditions (emphysema, hypotension, shock liver, and hypoxia) could not be conclusively determined through this evaluation. Heartmate ii (hmii) left ventricular assist system (lvas), serial number vad-21096, has not been received for evaluation at this time. No further information was provided. The manufacturer is closing the file on this event.